Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b1, b2, b5, d9, g3, g6, h2, h3, h6. Device code, type of investigation, investigation findings, investigation conclusions have been updated.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined and no abnormalities were observed. Functional testing was performed on the returned device. The balloon deployment cycle time and balloon deflation were evaluated. The recorded measurement shows that the device met the specification. Engineering was able to fully inflate and deflate the balloon, without any difficulties or abnormalities. The inflation balloon inflated and deflated symmetrically. Imagery was provided for evaluation. The following was noted: the post valve deployment fluoroscopy shows a greater calcium distribution on the non-coronary cusp (ncc) side compared to the left coronary cusp (lcc) side. The fluoroscopy shows full inflation and deflation of the balloon. Uneven balloon deflation was observed, with the lcc side collapsing faster than the ncc side. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The unusual balloon deflation confirmed based on review of provided procedural imagery. Evaluation of the returned product showed that the device did not present any abnormalities and conforms to specifications. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Imaging review revealed a greater calcium distribution on the non-coronary cusp (ncc) side compared to the left coronary cusp (lcc) side. The fluoroscopic video shows uneven balloon deflation, with the lcc side (less calcium distribution) collapsing faster than the ncc side. The returned product evaluation showed that the balloon inflated and deflated evenly, without any abnormalities, suggesting that the complaint event is likely due to patient/ procedural factors. The patient screening manual outlines comprehensive methods for evaluating aortic valve anatomy (e.g., calcium distribution) and determining patient suitability for the tavr procedure. Balloons deflate by creating negative pressure through the inflation lumen. Areas with higher calcium deposits make the cusp rigid and non-compliant. When the balloon begins deflating, the compliant areas (less calcified) collapse inward easily, while the calcified side resists inward movement. This resistance likely kept the balloon wall in contact with the calcified surface for a longer period, thereby slowing fluid evacuation and contributing to the unusual balloon deflation that was reported. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. During valve deployment, it was noticed that the 26mm commander delivery system balloon deflated unusually, as if something was pushing on one side of the balloon. Vital signs and pressure rebounded as usual. The delivery system was removed. There was no damage noted on the delivery system or the sheath. The valve deployed in the intended location.

Manufacturer narrative:
Investigation is underway.